Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
It was reported by the manager of an acute care clinic that a liberty cycler alarmed for 7 hours, filled a patient with 2,500 ml, and then drained 5,500 ml. The normal fill volume for this patient was 2500 ml. Only 1 fill and 1 drain occurred. The reported large drain of 5,500ml was 220% over the expected drain volume. The patient has alleged injury as a result of the overfill. The patient was originally admitted to the hospital (ball memorial) for general complications from end stage renal disease. The patient's family alleges that, as a result of the overfill incident, the patient has experienced pain, blood in urine, and will have negative, long term effects, and that this has worsened the patient¿s renal condition, and will permanently affect the patient. The nurse remarked that the patient¿s physician spoke with the family, has explained that this is not the case, and that symptoms are related to pre-existing comorbidities, and that there were no long term effects of the overfill. Medical records for the patient are not currently available, and no further information was available regarding the case. Patient demographics have not been made available.

Manufacturer narrative:
A visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment was performed and completed without any failures; the cycler-weighed fill volume values were within tolerance. A second simulated treatment was performed and completed without any failures or problems. The cycler weighed fill volume values were within tolerance, and the cycler programmed displayed fill and drain volume values were within the tolerances. The valve actuation test and the system air leak test passed, and the load cell value and verification were within tolerance. The patient sensor calibration check passed. An internal inspection of the cycler found visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump and on the bottom cover between the pump assembly and display. The cause of the observed dried fluid could not be determined, as the mushroom head check passed. Neither drain complication encountered alarms nor drain volume > 200% of fill volume, the reported symptoms, were confirmed with testing. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.